Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a burn-like irritation under the lifevest. The patient was reportedly using the prepackaged defibrillation gel on his skin. The patient was given a prescription cream from his physician. Follow-up indicated that the irritation was improving.